Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine device replacement procedure to relocate the device, the set screw for the right ventricular port was broken or stripped. The device had not been planned for reimplantation during the relocation procedure; another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet. The returned device indicated a loose/detached set screw. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.